Event description:
Same case as MDR #2134265-2010-05744, #2134265-2010-05745, #2134265-2010-05746 it was reported that during a coronary artery treatment procedure a vessel perforation occurred. The lesion was located within the very tortuous and calcified obtuse marginal (om) artery. The physician was attempting to wire the lesion but encountered difficulty in crossing the lesion with each of the following guide wires: 2 different non-bsc guide wires, one kinetix guide wire and two pt floppy guide wires. A couple unknown guide wires were able to go past the lesion. The physician attempted to advance a f/g renegade 150/20/1tip to do a wire exchange and created a dissection. The physician then attempted to advance the catheter past the lesion. When the devices were removed, a perforation on the om was noticed. The patient was sent to surgery. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).